Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for a scheduled system upgrade. During the procedure. The right atrial lead was noted to be abraded. The lead did not exhibit electrical anomalies which is why the physician elected to continue using the lead. The patient was doing well post surgery and would continue to be monitored.